Manufacturer narrative:
One 45 degree right arthro-pierce was returned for evaluation. Visual assessment of the device confirmed the distal tip and movable jaw have broken off the shaft. The broken pieces were not returned for evaluation. The break area is bent and slightly twisted. Material condition was tested and found to meet print specification. It appears the device was over torqued during use causing the device to break. Per the device IFU under precautions ¿as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure.¿ no root cause related to the manufacture of the device can be established. No further investigation is required at this time. Credit has been issued as a customer courtesy. (B)(4).

Event description:
It was reported that the mto arthro-pierce instrument 45 r puller would not hold down. No delay was noted and no patient impact. A backup device was used to complete the procedure. Investigation results indicate that the device was broken and that the broken pieces were not returned for evaluation.